Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer stated that insulin pump was not suspending insulin when she was on low blood glucose. Customer stated automode feature was used during low blood glucose. Customer declined for troubleshooting due to low blood glucose. The insulin pump will be returned for analysis.